Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that the stent strut was broken. The target lesion was located in the very tight and tortuous circumflex artery. After a 6fr non-bsc guide catheter was engaged on the ostial lesion and a non-bsc guide wire crossed the lesion and parked distally, pre-dilatation was performed with a 2.0x15mm maverick balloon catheter. Subsequently, a 2.50x32mm promus element plus drug-eluting stent was advanced but failed to cross the lesion due to very tight and tortuous lesion. However, it was noted that the distal stent strut was broken. The device was removed from the patient and the procedure was completed with a different device. No patient complications nor injuries were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that the stent strut was broken. The target lesion was located in the very tight and tortuous circumflex artery. After a 6fr non-bsc guide catheter was engaged on the ostial lesion and a non-bsc guide wire crossed the lesion and parked distally, pre-dilatation was performed with a 2.0x15mm maverick balloon catheter. Subsequently, a 2.50x32mm promus element plus drug-eluting stent was advanced but failed to cross the lesion due to very tight and tortuous lesion. However, it was noted that the distal stent strut was broken. The device was removed from the patient and the procedure was completed with a different device. No patient complications nor injuries were reported. Device evaluated by MFR: a promus element plus, mr, ous 2.50x32mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube kink 710 mm distal from the distal end of the strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.